Event description:
The report states that during an abdominal hysterectomy, the pencil was lying on the patient when the surgeon inadvertently activated it with his elbow (cut set at 25w). A burn resulted superior to the incision, on the patient's right side torso. The degree of burn is unk, but described as an area less than 1/4" in length. No further information on treatment, if any, is known. The procedure was completed without further incident.

Manufacturer narrative:
Date of initial report: 09/15/2008. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The covidien sales rep present at the procedure spoke with the surgeon and staff at the time, and advised them about proper placement of unused accessories, and the use of holsters.